Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc duplicated the reported phenomenon that e207 error occurred. In addition, omsc found corrosion in the electrical contact of the emergency lamp omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the evaluation, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp, such as breakage of the filament due to vibration. Regarding the corrosion, there is the possibility that it was attributed to the storage environment at the facility.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e207 which indicated the emergency lamp of the subject device is burn out or failed was displayed during the preparation for the cystoscopy procedure. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Also it was found the emergency lamp failure which might have caused the reported phenomenon. There was no patient injury associated with this report.